Event description:
It was reported that the patient presented to the hospital with an infection and pocket erosion. The physician suspected that the infection was likely related to the recent generator replacement procedure. As a result, the implantable cardioverter defibrillator (ICD) system was explanted, and a pacemaker system was implanted on the right side of the patient¿s chest on (B)(6) 2026. The patient remained stable before, during, and after the procedure.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.